Event description:
A customer reported to baxter corporate product surveillance a continu-flo solution set in which disconnection in the tubing was observed. According to the report, disconnection occurred between the tubing and the distal luer. There was patient involvement, but there was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. Visual inspection showed that the tubing was separated from the middle/2nd y site inlet port. The visual inspection also showed that there is a visible plow ridge of solvent bond on the tubing that is not uniform. Visual inspection of the inner wall of the out let port of the y site also showed that there is a ridge of solvent near the opening that is also not uniform. The remaining solvent bonds were then pull tested with no failures noted. The reported condition was confirmed. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. Baxter will continue to monitor similar reports to determine if further actions are required.